Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04133. It was reported that when the patient presented in clinic, low, out of range pacing impedance was observed on the ra and rv leads. Programming changes were made, but the impedance remained out of range. Loss of capture was observed on both leads. The leads were capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.